Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and other chronic/intractable pain (trunk/limbs). The pump contained clonidine [140 mcg/ml] at a dose of 6.85 mcg/day, bupivacaine [10 mg/ml] at a dose of 0.48 mg/day, droperidol [208 mcg/ml] at a dose of 10.18 mcg/day, and an unknown brand of morphine [10 mg/ml] at a dose of 0.48 mg/day. It was reported a catheter event had been confirmed. The representative stated the patient was due for a pump replacement due to normal early replacement indicator (eri). The representative stated the hcp normally would do a catheter access port (cap) dye study prior to replacements to confirm the catheter was patent and intact. The representative stated about 1 week prior to the report date, the hcp attempted the cap dye study and was unable to aspirate the cap. The representative stated on the day of report at the pump replacement, the physician elected to also replace the catheter. After evaluating the catheter, it appeared fractured. The representative stated the patient had no changes in therapy. The patient had some pain, but nothing new or different. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the catheter would not be returned. The case was a planned pump replacement due to eri within one month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.